Event description:
Vital port was surgically implanted on 13 apr 1992. Used for chemotherapeutic agents. On 6 july 1992, patient experience burning in her chest when medication were injected. X-ray showed distal portion of silastic catheter broken off and lodged in the heart. This porton was retreived by catherizaton. Port and proximal catheter were surgically removed the following day. Visual inspection shows flattening of the catheter where breakage occurred probably due to clavicle impingementdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.